Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Exact date unknown, event occurred 2 months from the implant date.